Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4). H3 ¿ the catheter was returned for analysis; however, analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (5 mg/ml at 1.0376 mg/day) via an implanted pump. The physician reported that the patient had a csf (cerebrospinal fluid) leak and they had an MRI/x-ray that showed signs of fluid. The physician suspected a possible infection, so decided to prophylactically explant the entire system. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was noted that the pump was interrogated and showed nothing out of normal operating function. The explant was performed, and the csf leak was repaired at the fascia. Cultures were taken, but the results were not provided to the reporter. It was noted that the catheter and pump were explanted while still connected to each other and that the customer damaged the pump segment attachment of catheter during removal from the pump. It was not damaged prior to the explant procedure.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.